Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had keypad issues with their insulin pump. The customer's blood glucose level was reported at 330 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test could not be performed due to the prime anomaly. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.